Event description:
It was reported that patient passed away on (b)(6) 2026. They were placed on hospice care due to post-stroke complications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.